Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). The reason for call was caller stated that their was an issue with a piece of the equipment not working. Caller was unclear what the issue was they said the three underpins do not work. Battery was dead and was not working. Whomever answered the call tried to charge them money for the new battery pack and pt provided banking information. Patient called back and mentioned they were having problems with their battery. Patient mentioned they called back 2.5 weeks ago and noted they have pain in their back. Patient noted they were having issues with their back and they can't have a steroid shot because they had one 2 weeks ago. Patient mentioned when they sleep at night and when they wake up the controller shows a decrease in 10%. Agent asked and patient mentioned the controller battery does not decrease in charge. Agent instructed patient to check for damage; no visible damage to controller compartment pins, li battery pack pins, ac power supply and controller port. Agent walked patient through resetting controller; controller showed 100% and implant 100%. Agent asked and patient confirmed the controller battery was not going down. Patient confirmed it was the stimulation they were not feeling. Patient denied any recent falls/trauma. Agent walked patient through adjusting stimulation; patient confirmed they were able to feel stimulation down on their right leg but one leg was stronger. Patient noted the stimulation was stronger in one leg. Agent reviewed device information, the external equipment was functioning as intended and the controller battery was dependent on the usage of the controller.  Patient mentioned they have an appointment with their hcp (B)(6). Agent observed patient confusion on call..

Manufacturer narrative:
Continuation of d10: product ID 97745 (serial: (B)(6); product type: 0201-programmer patient; implant date n/a; explant date n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.